Event description:
It was reported that right atrial (ra) lead dislodged, a chest x-ray was done to confirm the dislodgement and the lead was sensing only the ventricle activity. The lead was successfully repositioned. The patient is in stable condition.